Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the patient's tissue, location not provided. There was also report of high thresholds, no capture at non-capture 6.5v at 1 millisecond, undersensing, and pocket stimulation issues. Impedances were reported to be 720 ohms. As a result, this lead was explanted. No further patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. However, the helix mechanism test failed to extend most likely due to dried blood in mechanism. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.